Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The reason for call was caller stated that at least 10 years ago their implant was removed but the leads were left implanted. Caller stated that the implant had been working well but then all of a sudden the stimulation started going up into their hip rather than down their legs. Caller stated that the doctor then decided to do something else for them and they were feeling better, so they decided to take the implant battery out. Caller stated that now they've done something to their ankle and the doctor wants to do an MRI, but they were told they can't have an MRI due to the leads being left in the body. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.